Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off event during use. The infusion set had been used for 1 day. The patient replaced the infusion set and resumed the insulin deliveries successfully. No further information was available.